Manufacturer narrative:
(B)(4) d10: item# 110030778; lot# 65967075 item# 118000; lot# 67690145 item# sahtne00; lot# 67710926 e1: full establishment name - (B)(6) hospital. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a previous revision due to impingement and dislocation where standard implants were used. Subsequently, the patient is being considered for a custom pmi product on an unknown day to revise the glenosphere due to joint laxity and impingement on the anterior edge of the vrs baseplate, causing instability. Attempts have been made and no further information has been provided.